Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf in patient's eye with no damage to the lens or the patient however, the surgeon decided to remove and replace the lens with another model lens, so he cut the lens to remove it without enlarging the incision. This was a surgeon's choice to change lenses and not a product related issue.